Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained that the troponin t hs results for "several" samples were not fitting the clinical picture and they believe there is an interference causing false high troponin t hs results. The number of patients involved and the instrument used were not provided. Clarification has been requested. It was unknown if any erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
It was clarified that only one patient was involved. Sample from the patient was provided for investigation. The results of the testing including serum fractionation found the troponin t hs value was a true positive value. An interfering factor was not found in the sample. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Testing was performed on a cobas 8000 e 602 module.